Event description:
It was reported that the pulse generator was explanted and replaced due to pocket infection. The right ventricular lead was capped and replaced on (B)(6) 2017. No additional information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.